Event description:
Reporter alleged passing out and being treated for alleged wrong readings on the blood glucose monitoring device. Reporter stated device read 292 mg/dl and took extra insulin amount of 40 units. Reporter stated relative called paramedics due to to being found passed out and paramedics meter measured either 33 or 34 mg/dl. Reporter indicated paramedics treated him with glucose IV and glucose tablets amd measured a 70 mg/dl where then self treated with dietary adjustment which elevated glucose to 105 mg/dl. Reporter stated controls were run several months ago and found to be within an acceptable range however it was not stated controls were run either before or after the alleged event. A request was made for the return of the suspect device and replacement product was sent.